Event description:
A malfunction was reported involving the pump, which occurred when the device was exposed to humidity in the bathroom. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support to reset the pump, successfully resolved the issue, and was advised to continue using the pump while being told to contact support again if the problem reoccurs.